Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: sc-2352-70; model #: sc-2352-70, serial #: (B)(4), description: sc-2352-70. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was suspected of having non-device related infection at the lead site. There was no evidence of infection. The patient underwent explant procedure of a lead as a precaution. No device malfunction was suspected.